Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A supplemental report will be submitted if further information becomes available. The insulating sleeve was discarded by the hospital. Cmr surgical limited does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
During a cholecystectomy procedure on (B)(6) 2026, it was identified that there was a less than 1mm hole in an insulating sleeve. Due to this hole, the curved scissors created a burn on the patient liver. The reporter confirmed with the surgical team that this was a small burn on the liver, no treatment was required, no follow up required, no impact on the patient. The reporter confirmed there was no delay in the procedure. No further information is available at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.